Event description:
It was reported that during a lap chole procedure, the tissue pad fell off into the pt. The pad was retrieved. A bipolar device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.